Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving dilaudid via an implantable infusion pump. The indication for use (IFU) was listed as spinal pain. It was reported that the patient waited until their alarm went off to get a refill because they missed a refill the prior week. The patient doesn't know when the alarm went off, because they didn't hear it. It was noted that the patient is hard of hearing. The patient's healthcare professional office told the patient that the alarm should have gone off. It was noted that the patient was at 18 and generally the pump goes off at 20. It was unknown what the patient was referring to with 18 and 20. The patient was refilled on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.